Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the customer had difficulty loading a new cartridge onto the pump and that after using excessive force the cartridge was loaded. The customer stated that the cartridge appeared to be warped along the body. The customer noted that 3 other cartridges from the box were also warped/bent. The customer received multiple occlusion alarms and thought that the cartridge may have been the cause. The customer's blood glucose (bg) level was over 400 mg/dl and an insulin injection was used to address the bg level. The customer successfully loaded a new "straight" cartridge.

Manufacturer narrative:
The reported occlusion could not be confirmed due to the condition of the returned cartridge.